Event description:
On 06/14/2004 - dental implants were placed in tooth location #5 and #7 . On 05/23/2005 - the implants were removed from the patient's mouth. In 2005 - the clinician was contacted. He stated the implants were removed from the patients mouth, because of a broken abutment screw inside the implants. The clinician was unable to restore the implants because of the broken screw. The clinician then removed the implants from the patient's mouth. He stated the patient has already been re-implanted and is doing well with no problem.